Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of software error detected from the insulin pump. The customer's blood glucose reading was 16.0 mmol/l. The customer stated that the issue occurred when generating a 30 days bolus average. The customer stated that blood glucose was higher when having pills. The customer also reported problems with batteries. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Formatted history file confirmed software error detected due to software error. No unexpected replace battery now alarms noted during testing. Power management tool confirms the unloaded voltage and loaded voltage are within specs. The insulin pump had minor scratched display window and case.